Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose level of 32 mg/dl. Customer declined to troubleshoot for low blood glucose. Customer's current blood glucose was 290 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. The insulin pump was received with cracked select button keypad overlay, cracked case behind the pump at the corner of the belt clip rails and cracked battery tube threads.